Event description:
It was reported that the patient underwent surgical intervention to explant the ambicor penile prosthesis (app) due to difficulty with deflating the device and the appearance of a bulge at the base of cylinder. The physician confirmed the aneurysmal formation at the base of the right cylinder. A new app was implanted. There were no patient complications reported.